Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritoneal infection. The cause of the event was not reported. The patient was hospitalized and later discharged 12 days after hospitalization. The patient was admitted again to the hospital eight days after discharge. Treatment, patient outcome and action taken with pd therapy were not reported. No additional information is available.